Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/08/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found no cosmetic damages. The battery compartment was cracked from the grip pad to the opening. The pump powered up with auditory and vibratory features. The keypad cover was peeling with no tactile issue found with the buttons. Removal of keypad cover did not find any anomalies to the button contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked. This report is made based on results of investigation completed on 11/08/2014.